Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 550 mg/dl at the time of incident. Customer stated the battery icon was jumping from 1 to full and got a replacement battery cap a month for the same issue but she had not started using it. The device will not be returned for analysis.